Manufacturer narrative:
Qn# (B)(4). The device history review fot the product hemolok ml clips 6/cart 84/box lot# 73d1800009 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, before a robot-assisted laparoscopic gastrectomy, 2 clips got broken when the physician tried to load them to the applier of the robot outside the patient's body. Therefore, a new clip was used.

Event description:
It was reported that, before a robot-assisted laparoscopic gastrectomy, 2 clips got broken when the physician tried to load them to the applier of the robot outside the patient's body. Therefore, a new clip was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned 1 cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. 1.5 loose clips were returned loose. The cartridge and the clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge contained 1 intact clip where the side of the clip with the pierced bosses was loose inside the cartridge. The corner of the cartridge appears damaged. Visual examination of the loose clips revealed that all loose clips returned were broken in half at the hinge. The loose clips appear used as there is biological material present. Functional inspection was performed on the intact clip in the cartridge. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the intact clip that was returned in the cartridge. Although the intact clip was successfully applied to over-stressed surgical tubing, the loose clips returned were all broken in half at the hinge. It could not be determined exactly how or what caused the returned loose clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips broke during loading" was confirmed based upon the sample received. The cartridge was returned with 1 intact clip remaining. 1.5 loose clips were returned loose. Although the intact clip was successfully applied to over-stressed surgical tubing, all loose clips returned were broken in half at the hinge. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.